Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump alarmed battery out limit. The customer stated that he gave himself a bolus and the device was working fine, but when he arrived home, the insulin pump shut off. He reported that he replaced the battery, the device remained dead for about 10 minutes; later, the insulin pump turned on and started counting. He reported that he had not kept the battery out of the device for very long. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.